Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the 5th firing of lobectomy, when the doctor attempted to resect the bronchus, the firing stopped halfway and the device could not be fired. The same issue occurred on the second reload, so the doctor completed the surgery with manual suturing. The surgical time was extended by less than 30 minutes.